Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during a post-procedure patient came out of anesthesia and had trouble moving upper and lower extremities and was also unable to feel sensation. Evaluated at bedside and decided to call a code stroke. Neurology was evaluated. Unable to do MRI due to external lead extension. CT brain, neck, and lumbar spine ordered. During evaluation, sensation and movement returned to the upper extremities. Cts were all unremarkable. Neurology believed the etiology was related to a functional neurologic event. An imaging (x-ray, MRI, CT scan,) was done on :(B)(6) 2026, and the results indicated the following; no acute intracranial findings or perfusion data to suggest acute infarct; no evidence of intracranial large vessel occlusion, hemodynamically significant stenosis, or aneurysm. Another imaging was done, and the results indicated postsurgical changes of right sacral nerve stimulator without complication and with no enhancing collections. .; no acute fractures, significant stenosis, or suspicious fluid collections in the lumbar spine.there is no significant bony spinal canal narrowing seen throughout the cervical or thoracic spine. Limited assessment of the spinal cord on CT. No acute fractures are identified on (B)(6) 2026.. As for etiology, it was stated that this was not related to therapy or procedure, but this was probably related to the implant procedure; surgery/anesthesia. As for intervention, medications were administered on (B)(6) 2026, and the event resulted in an inpatient hospitalization. The reported event resolved without sequelae (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.